Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced on 2020-apr-09 and would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 375 mcg/day) via an implantable pump for severe spastic paralysis. It was reported the pump stopped operating, confirmed by a check. The plan was to have the patient hospitalized and "correspond the event." The name of the adverse event/malfunction was "discontinuation of administration." Additional information was received. The date of incidence was (B)(6) 2020. Because the pump alarm rang, the patient visited the hospital. The patient's condition did not change, but visited the hospital due to anxiety. When checking the condition of the alarm, it was an alarm once an hour. When checking the pump using the programmer, the display related to pump stop was indicated. At an outpatient visit the week after (B)(6) 2020 the pump log would be obtained, the condition of the pump would be checked, and "pump replacement etc." Would be talked about, depending on the situation. The event was considered to be unknown if causally related to the pump, and to not be causally related to the drug, catheter, programmer, or surgical procedure. The outcome was unknown. Additional information was received. The pump log was obtained; it was confirmed the pump stopped operating on (B)(6) 2020 at 9:30 pm and had been in a state of pump stop for 90 hours. Rotor test was performed, but it was confirmed the pump did not operate. The patient's condition was stable without change. It was suggested a screening trial could be conducted to determine if intrathecal baclofen (itb) therapy should be continued in the future. If usefulness was confirmed, the pump and catheter would be replaced. If there was no effect, the itb therapy would be discontinued. The causality of the event was updated to be related to the pump. Further complications were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified the alarm was due to pump stop and had not resolved. The circumstances of the pump stop were unknown. The screening trial was performed on (B)(6) 2020 at a dose of 75 mcg. The effect was confirmed. Replacement of the pump and catheter was scheduled for (B)(6) 2020.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to gear wheel 3. Fdm updated to 10. Fdr updated to 180. Fdc updated to 24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.